Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical new zealand. During the investigation it was noted that the evaluation of the device confirmed the reported issue. As a result, the processor bridge pace board was replaced to remedy the problem. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for pacer function. Complainant indicated that there was no patient involvement in the reported malfunction.